Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.

Event description:
It was reported that signal loss over one hour occurred. It was determined that the loss of connection was related to the mobile application. On (B)(6) 2023, the pediatric patient experienced a signal loss for over one hour and under three hours. The signal loss occurred during the night, and the patient had a hypoglycemic event. The patient experienced a seizure and loss consciousness, during this time the dexcom device was displaying a signal loss. The patient's mother gave a glucagon injection and positioned the patient in a recovery position. The father called an ambulance, and the patient was brought to the hospital where she received an unspecified treatment with glucose. The patient was in the hospital for 18 hours and was discharged after. There was no blood glucose reading reported from the event. At the time of the report the patient was doing well. A review of the share logs was performed and a loss of connection was found within the investigation window. However, the device operated within specification. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.